Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effects of swelling, tissue damage and infection and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Date of event: estimated date. Exemption number e2019001. The devices are not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported through a literature article that prostar xl device use may be associated with postoperative seroma, wound dehiscence and surgical site infections. Specific patient information is documented as unknown. Details are listed in the attached article, titled "clinical and economic outcomes of proglide compared with surgical repair of large bore arterial access".